Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
It was reported that the customer had a sensor broke apart and the needle broke off. Customer stated that when loading the sensor, she did not hear the snap that she usually hears. Customer's blood glucose level was 127 mg/dl. Customer stated that the sensor alert occurred after initialization. Customer stated that she was unable to upload to carelink personal currently. Customer also stated that she found a bent sensor cannula. No additional information provided.